Event description:
Pt with a history of smoking underwent a l4 hemilaminectomy/discectomy and l5 hemilaminectomy with application of adcon-l. Within a few hrs of surgery, the pt presented with diffuse weakness in both lower extremities. The pt had loss of rectal tone without bowel or bladder function loss. The pt also had difficulty walking. MRI performed 1-2 weeks later revealed a "ring enhancement" around nerve roots where adcon had been applied. An emg at the same time revealed a polyradiculopathy at l5 and s1. Pt is slowly recovering strength.